Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr recalibrated the air and oxygen regulator relay balance and that corrected the reported issue.

Event description:
The customer reported that the fraction of inspired oxygen (fio2) was drifting even after it was calibrated. The customer did not report any information on patient involvement, it is currently unknown.